Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related MFR report: 3006705815-2021-02486. It was reported one of the patient's implanted leads had shifted. Consequently, the patient experienced loss of therapy. Surgical intervention was taken and one lead was replaced. Effective stimulation therapy coverage was restored postoperatively. It is unknown which lead had migrated and was replaced, so both are being reported.